Event description:
It was reported that the implantable cardioverter defibrillator exhibited post sensed t wave oversensing shortly after implant. Programming changes were made. No oversensing was seen after the changes. The patient was in stable condition.